Event description:
It was reported that an xtra-silent nite slide-link thermoform device caused a material reaction to a patient. It was reported that the healthcare provider observed the following patient symptoms: inflammation on the gums in which the patient's gum tissue and lips broke out in bumps and became very itchy. The patient used the appliance from january 30,2024 to march 1, 2024. It was reported that the patient's symptoms were not relieved when they discontinued using the device.

Manufacturer narrative:
The complaint device has been shipped out by the customer for analysis. Upon receiving the device an investigation will be conducted. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. Complaint history and product history records were reviewed; documentation indicates the product met release criteria. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description: a root cause for this complaint cannot be explicitly determined. It is possible that reactions could be caused by how the device was maintained. However, the customer did not provide the information regarding how the patient handled and maintained the device. IFU-7322 rev 7 (silent nite (english)) contains the following statement in the "before inserting the device" under the maintenance care and storage guidelines section: "brush and floss the teeth, then thoroughly rinse the mouth and the device with clean water. If the patient uses mouthwash at bedtime, patient must thoroughly rinse the mouth with water afterward. All traces of mouthwash must be rinsed out of the mouth.". IFU-7322 rev 7 (silent nite (english)) contains the following statement in the "after using the device" under the maintenance care and storage guidelines section: "1. Clean by using a 3.8% or less, peroxide-based appliance cleaner, according to instructions on box. 2. Thoroughly wash the inside and exterior of the upper and lower splints with cool, clear water. 3. Shake off excess water and allow to air dry. 4. After the cleaned devices is completely dry, store the device in its storage case.". IFU-7322 rev 7 (silent nite (english)) contains the following statement in the "precautions" under the maintenance care and storage guidelines section: "do not soak the device in mouthwash, denture cleanser. Hot water (>50 c) or alcohol. Do not wash the device with soap, toothpaste, or mouthwash. Do not dry the device with a blow dryer. Do not store in direct sunlight.". Additional information: d9. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional manufacturer narrative : corrected information g3(date received by manufacturer) that was not captured in the pervious report was corrected in this report. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information h6 (adverse event problem) that was not captured in the pervious report was corrected in this report. The manufacturer internal reference number is: (B)(4).